Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose and also had insulin flow block alarm. The customer¿s blood glucose level was 477 mg/dl at time of incident and current blood glucose level was 477 mg/dl. The customer¿s blood glucose level was 476 mg/dl. The customer was treated with pump and syringes. The customer reported that the pump had insulin flow blocked. The customer alleges pump was under delivering and was not getting insulin. Customer stated that the insulin exited during the priming. The customer was advised to check pump's bolus speed setting. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The insulin pump will not be returned for analysis.